Manufacturer narrative:
Exact date unknown, event occurred two weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and swelling at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.